Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that difficulty crossing a lesion and stent damage occurred. The greater than 90% stenosed target lesion was located in the moderately calcified and moderately tortuous mid left anterior descending artery (lad). A 38 x 3.00 promus premier stent balloon expandable was advanced to the target lesion, but friction occurred while trying to pass the lesion. The device was removed and it was noticed that some of the struts had lifted on the distal edge of the stent. The lesion was too tight and moderately calcified. It was noted that the stent strut damage was due to the calcium. The procedure was completed with another of the same device successfully. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure.